Manufacturer narrative:
(B)(4). (B)(6). The device was returned because the motor was dragging and was cutting in and out. Reliability engineering evaluated the device and observed that the device was not working (had no power), the coupling head was worn, the triggers were sticking and some components were worn, the electronic control unite insulation was damaged and the unit needed to be updated from re25 to re28 (non-failure). Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component wear from use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during cleaning, it was observed that the small battery drive device motor was dragging and was cutting in and out. During in-house engineering evaluation, it was observed that the device was not working (had no power), the coupling head was worn, the triggers were sticking and some components were worn, the electronic control unite insulation was damaged and the unit needed to be updated from re25 to re28 (non-failure). The event was not reported to have occurred during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.